Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibited no output one day post-implant due to a programming sequence which caused the ipg to revert to the unipolar mode. An invasive procedure was performed to explant the ipg. Implant date-5/20/96 explant date-5/21/96 total implant time-1 day